Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No motor error alarm noted. No damage found on the motor assembly noted. The insulin pump monitored for several days with a program of 1.0u basal rates and pump reminders settings. No unexpected deleting pump settings noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's doctor called to report a motor error alarm and that the insulin pump sometimes deleted all the settings. The customer's blood glucose reading was unknown. The caller was advised that the device would be replaced and to return for analysis.